Event description:
Report rec'd from abbott international affiliate (abbott uruguay) of an unspecified inaccurate delivery. The report states "doesn't drain on side a". The reported infusate was propofol; no prescription info available. There was no other info available.